Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ring of a 2.5mm coupler failed to close when pushing out of the u-port during a surgical procedure. This issue occurred while in use on a patient. There was no patient injury or medical intervention associated with this event, further described as the ¿patient was doing well¿. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The 2.5mm coupler jaw assembly was returned with both coupler rings intact in the jaw portions of the assembly. A visual inspection was performed, and both coupler rings showed signs of use which is consistent with the complainant¿s statement that alleged event happened during patient use. When the coupler rings were being approximated, it was confirmed that they were not able to be closed properly. While approximated, a singular slightly bent pin was visible which could have contributed to the coupler rings inability to close properly. The reported condition was verified. The cause of the reported condition could not be determined; however, the most likely cause was tension, excess tissue, a slightly bent pin or inadvertent pressure on the coupler ring could lead to the rings not aligning correctly which would not allow for proper approximation of the coupler rings. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.